Event description:
It was reported the pt haas not used or charged her ipg in at least a year. The ipg will not communicate with external devices. The pt stated she will consult with her physician regarding replacement of her ipg. No add'l info is available at this time.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.